Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 500 mg/dl when she woke up on tuesday. The infusion set cannula was bent. The customer treated her blood glucose level with a bolus and syringe. The customer also had issues with the serter. The device was not returned.